Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the device could be powered back on. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to the customer using depleted batteries.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that the device could be powered back on. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The battery pins in the device were replaced as a precaution. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.